Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 26 +0 morse head. Additionally, an unknown liner was reported. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient was revised on a left hip due to periprosthetic fracture.